Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. Failure analysis found the primary failure of instrument grip tips broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 14.91mm x 4.99mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause of broken instrument grips tips attributed to damage from applying excess force on the distal end of the instrument during handling, insertion, usage, or removal.

Event description:
It was reported that during central processing, it was noted that the grasping tip was broken. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said there was no reports of fragment fall on the patient. The issue was identified during central processing and reported.